Event description:
It was reported that the customer had a bent cannula however did not receive a no delivery alarm. Customer stated that she was high which caused her to change her set. Customer was unable troubleshoot for the absence of no delivery alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.